Event description:
E-mail received from (B)(6) informed that: "unit shows wrong values". Please repair under warranty. (B)(4).

Manufacturer narrative:
(B)(4). Please be advised that we do not use therapy dates, as a result today's date was used. (B)(4). Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation it was verified that the battery leaked electrolyte solution, the analog and digital boards were damaged, and the lcd and internal transducer cable were not functional. The battery leakage inside the unit caused the damage to the internal components. Trends will be monitored for this or similar complaints. (B)(4). During the evaluation the icp cable was visually inspected and no mechanical damage was observed. The cable was connected to a test fixture and digital multimeter to examine the electrical continuity and electrical leakage. In addition, the cable was connected to the icp express unit and fogg pressure simulator to examine the memory of the cable. The subject icp express cable is functioning properly in terms of: electrical continuity, electrical leakage, and memory. And there is no visual discernible damage to the cable. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.